Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse confirmed reported error. Fse replaced the sample needle z-axis home sensor to correct the issue. No further action was required. The g8 instrument is functioning as intended without any errors. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4). There were no other similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 5 - maintenance procedure, provides detailed steps on how to maintain the sample needle. In chapter 6 - troubleshooting, indicates that 710 z1-axis error is generated when an abnormality occurs in the up and down movement of the sampling needle. If this occurs during a stat assay, check that the container setting (cup or tube) is correctly set.

Event description:
A customer reported getting 710 "z1 axis" errors on their g8 instrument. Customer stated the sample needle was replaced, but error persisted. Customer then put back the original needle on instrument, and then cleaned the guide rail and gear, but error still persisted. Customer states that error occurs when the needle descends into the back well. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. The sample needle z-axis home sensor was returned to tosoh instrument service center for investigation. Functional testing confirmed the part to be damaged. Part will be discarded. The most probable cause of the reported event was due to a faulty sample needle z-axis home sensor.